Event description:
It was reported that a patient had his ureteral stent removed one month after surgery for bilateral kidney stones. During surgery, it was found that the ureteral stent was full of stones. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a040501 captures the reportable event of stent calcified. Imdrf impact code f12 captures the reportable event of serious injury.